Event description:
It was reported that the ventilator generated a technical error indicating a communication error between the breathing and the monitoring subsystems while it was in the standby mode. There was no pt involvement. (B)(4).